Event description:
It was reported that during implant procedure the patient developed chest pain during respiration and had a decrease in blood pressure which was suggestive of perforation of the right ventricular (rv) lead with cardiac tamponade. An echocardiogram was performed and showed pericardial effusion. The patient was administered a bolus of intravenous fluids which stabilized the blood pressure. A repeat echocardiogram was performed two days later and noted less than 5 milliliters of pericardial fluid present. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A dtba2qq implantable cardioverter defibrillator (ICD), (B)(6) 2013. A 4076 implantable pacing lead, (B)(6) 2013. A 4298 implantable pacing lead, (B)(6) 2013. (B)(4).